Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings. The customer's blood glucose was 300mg/dl. It was stated that the customer changed the reservoir, but the blood glucose was high. Then the customer went to the hospital and was advised to consult the physician. No further information was provided.